Event description:
The device reportedly would not deliver a defibrillation shock in manual mode. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.